Event description:
Dialysis registered nurse (rn) was suddenly unable to switch between screen displays to program, monitor continuous renal replacement therapy (ccrt) on patient. The machine was switched with a different ccrt without further incident, the machine with display issues was taken to biomed. No harm to the patient.